Event description:
A surgical technician reported the unit was going from low input pressure to high input pressure and poor vacuum was experienced during a procedure. Additional information was received from the technician indicating the event occurred during a bilateral vitrectomy procedure. After the surgeon had started the procedure on the right eye, the cutter stopped working and multiple infusion messages were displayed. The machine then froze. The system was rebooted, the tank was disconnected, and the regulator was turned slowly. The customer reported that the pressure then started to jump from low to high with slight movements of the regulator. The tanks were changed out but the problem persisted. The surgeon then reported to the operating room staff that the patient had a new inferior retinal detachment in the right eye. The system was then switched out, the procedure was altered to repair the retinal detachment, and the case was completed. The surgeon later reported to the staff that he had also experienced poor vacuum with the second system. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).